Manufacturer narrative:
Additional information received via follow up with implanting physician revealed that patient had worsening heart failure and patient stated did not want to live any further with this condition. Patient was placed on hospice for heart failure and subsequently died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator was returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three weeks after device implant. The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.